Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 into the patient's eye and the haptic tore. The surgeon removed the lens without enlarging the incision and was replaced with another model lens. No pt injury.

Manufacturer narrative:
Evaluation codes: results: a visual inspection of the returned product shows the lens optic has a portion torn off & missing and a haptic is torn off. There is clear surgical residue on the lens. Conclusions: no conclusions can be drawn. Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the cartridge and injector were not returned for evaluation.